Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 456 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began two months prior to call. Customer did not go to the hospital or contacted healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks, air bubbles, site and insulin issues. Customer checked setting, but declined to check for bolus history. Insulin pump passe high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional. Customer was advised that insulin pump was working as designed.